Event description:
It was reported that through remote transmission, the device delivered an alert for a capacitor charge time out. The device was recommended to be replaced due to being on a recall list for a capacitor issue. No further information is available at this time.